Event description:
Supplier reported that filters were shredded.

Manufacturer narrative:
The device subject of the reported event was returned to crosstex for evaulation. Investigation is still ongoing.

Manufacturer narrative:
No similar complaints have been recorded for md344, lots 2503102 & 2501102. DHR has been reviewed, no discrepancies noted. Retention samples have been reviewed, no discrepancies noted. Unable to determine a potential root cause as this is not a manufacturing defect and occurred post-sterilization. No further action will be taken at this time.